Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl¿ stent was implanted for a stent placement procedure after the removal of kidney stones, on (B)(6) 2018. The stent was removed on (B)(6) 2018. According to the complainant, the patient was complaining of pain and the physician removed the stent. The patients condition at the conclusion of the procedure was reported to be stable.